Event description:
The technician alleged that the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and the hex rod to resolve the issue.